Event description:
Tubing leaked at clave area while priming tubing====================== health professional's impression======================product defect

Event description:
Tubing leaked at clave area while priming tubing.====================== health professional's impression======================product defect.